Event description:
A us distributor contacted zoll to report that a patient developed a bruise under the lifevest equipment. Patient described the area as a uncomfortable bruise from digging into skin. There was no alleged device malfunction contributing to the irritation. The patient¿s nurse contacted zoll but it was not indicated that any medical intervention occurred. Reporting out of an abundance of caution. Follow up indicated that the bruise improved.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.